Manufacturer narrative:
The suspect strips were all consumed by the customer prior to contacting the manufacturer. Device is not available for return. It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Customer reportedly received results of 95 mg/dl and 214 mg/dl within 10 minutes on the nano smart view system. No adverse event reported. Requested return of suspect device but customer indicated all strips from strip vial in use at time of the event had been consumed prior to customer contacting manufacturer. Product replacement was sent.